Event description:
It was reported that the deep brain stimulation (dbs) patient was not receiving stimulation due to the placement of their lead. The patient underwent a revision procedure where the lead was explanted and replaced and was doing well postoperatively. The explanted lead was retained by the medical facility.